Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, when inserting a femoral recon nail (frn) the impactor threads broke off in the insertion handle when placing the nail. The insertion handle currently has the threads of the impactor broken off inside of it and can no longer be used as is. There was a ten (10) minutes surgical delay. The procedure was successfully completed with no patient consequence. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).